Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned. However, it has not yet been received.

Event description:
A microclave¿ clear neutral connector reportedly leaked an unspecified fluid/infusate at the connection to the patient's central line. There was an unspecified delay in therapy but no report of any human harm.